Event description:
The customer reported the hospital lost power and the device shut down. No patient harm reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete. Pending patient information.